Event description:
It was reported by the customer that a bd pyxis¿ es server unable to pull medications. The customer stated that they were unable to access the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the users were unable to pull medications. A technical support specialist had dialed into the server. From patient encounter system, it was found that the medication was not assigned to a proper security group. The user was assigned the 'ip rt' user role, and the security group assigned to respiratory and rt radiology role. The user was requested to assign all medication in that particular drawer to the same security group. The system functioned as intended after the technical support specialist troubleshot the device.